Event description:
Ous MDR - after an implant duration of about 4.5 years a gradual increase of the impedance (>3000 ohms) was reported. The lead was not returned. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data were analyzed. The inspection revealed a gradual increase of the pacing impedance with values up to > 3000 ohm and threshold values of 4.2 v, confirming the clinical observation. In summary, the lead was not returned for analysis. Based on the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. The review of the quality documents confirmed a regular lead manufacturing.